Event description:
The graft "oozed" blood through its walls when the clamp was released. The dr then packed the graft with sponges and the heparin was reversed with protamine to stop the bleeding. The bleeding stopped and the graft was left in. Intra-operatively, the pt received three units of packed red blood cells. The pt's condition post-surgery was stable. Note: the nurse states that the overall blood loss during the procedure was approx. 1200cc, but the actual amount lost through the graft walls was unknown and could not be determined.